Manufacturer narrative:
(B)(4). Batch # r94t2r. Device analysis: the analysis results found that the er420 device was returned with a clip in the jaws; the clip was removed in order to inspect the jaws and they were found to be misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed 9 scissored clips due to the misaligned condition of the jaws. In order to evaluate the condition of the internal components of the device, it was disassembled. Upon disassembling, no anomalies were found. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. The reported complaint was confirmed. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure the device meets the required specifications prior to shipment. A manufacturing record evaluation was performed for the finished device batch r94t2r number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, the clips scissored and caused additional bleeding which required more clips to achieve homeostasis. A new er420 device was opened and used to control hemostasis and complete the procedure. The surgery was delayed due to the event by three minutes. It was reported that no fragments were generated.